Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease (pid)') in an adult female patient who had essure (batch no. A64631) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's medical history included constipation. Concomitant products included docusate sodium (colace). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant) and pelvic pain ("pelvic pain"). In (B)(6) 2016, the patient experienced ovarian cyst ("cyst"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and headache ("headache"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, migraine, ovarian cyst and headache outcome was unknown. The reporter considered abdominal pain, headache, menorrhagia, migraine, ovarian cyst, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date provided in pfs (B)(6) 2013 and in summons 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 17-feb-2020: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Other relevant history updated. Lot number newly added. Events: abnormal bleeding (vaginal), migraines / headaches, type of disorder or condition: pelvic inflammatory disease (pid), ovarian cysts,the plaintiff did not undergo an essure confirmation test. Were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.